Manufacturer narrative:
Clinical review: it is unknown if a temporal relationship exists between ccpd therapy utilizing the liberty select cycler and the serious adverse event of peritonitis, which required antibiotic therapy, as it is unclear if the patient was performing ccpd for rrt while hospitalized. The etiology of the serious adverse event is unknown; therefore, causality cannot be established. However, the pdrn reported the serious adverse events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. Those individuals undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum. Additionally, pseudomonas bacteria is commonly found in soil, moist areas (e.g., showers, bathrooms, sinks), and is part of the normal human biota. Based on the information available, the liberty select cycler and liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there was no report that a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) nurse reported that a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) contracted peritonitis while hospitalized for a pd catheter (not a fresenius product) revision. Follow-up with the patient¿s primary pd registered nurse (pdrn) confirmed the patient was hospitalized on (B)(6) 2025 due to intermittent abdominal pain, and a malfunctioning pd catheter. The patient¿s abdominal pain was reportedly due to constipation, which was successfully remediated with stool softeners and laxatives. Although the timeline is somewhat unclear, the patient was reportedly transitioned to hemodialysis (hd) while awaiting a pd catheter revision, which occurred on (B)(6) 2025. Although the exact date is unknown, peritoneal effluent fluid cultures obtained while the patient was hospitalized returned positive for pseudomonas alcaligenes, and the patient was diagnosed with peritonitis (causality not provided). The patient was reportedly treated with intravenous (IV) cefepime 2000 mg three times weekly following hd therapy and was discharged home on (B)(6) 2025. It is unclear if the patient was able to perform ccpd therapy while hospitalized or following discharge, as the patient presented to the outpatient home dialysis clinic on (B)(6) 2025 with yet another non-functioning pd catheter. It is unknown if the patient underwent any form of rrt from (B)(6) 2025, however a hd catheter will be surgically placed on (B)(6) 2025 and the patient will transition to incenter hd. Per the pdrn, the serious adverse events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) nurse reported that a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) contracted peritonitis while hospitalized for a pd catheter (not a fresenius product) revision. Follow-up with the patient¿s primary pd registered nurse (pdrn) confirmed the patient was hospitalized on (B)(6) 2025 due to intermittent abdominal pain, and a malfunctioning pd catheter. The patient¿s abdominal pain was reportedly due to constipation, which was successfully remediated with stool softeners and laxatives. Although the timeline is somewhat unclear, the patient was reportedly transitioned to hemodialysis (hd) while awaiting a pd catheter revision, which occurred on (B)(6) 2025. Although the exact date is unknown, peritoneal effluent fluid cultures obtained while the patient was hospitalized returned positive for pseudomonas alcaligenes, and the patient was diagnosed with peritonitis (causality not provided). The patient was reportedly treated with intravenous (IV) cefepime 2000 mg three times weekly following hd therapy and was discharged home on (B)(6) 2025. It is unclear if the patient was able to perform ccpd therapy while hospitalized or following discharge, as the patient presented to the outpatient home dialysis clinic on (B)(6) 2025 with yet another non-functioning pd catheter. It is unknown if the patient underwent any form of rrt from (B)(6) 2025 through (B)(6) 2025, however a hd catheter will be surgically placed on (B)(6) 2025 and the patient will transition to incenter hd. Per the pdrn, the serious adverse events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction.